Event description:
It was reported that during a case, the spiral wrap stretched and broke, resulting in the tip breaking off. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product has been received and evaluation is expected in the near future. Method: no testing methods performed. Results: results pending completion of evaluation.

Manufacturer narrative:
From visual evaluation, the spiral wrap of the middle tube was found hyperextended (stretched) near the tip and portion of it was found unraveled. The unraveled tip remained intact and did not detach/separate from the spiral wrap assembly. The blade teeth were observed and appeared free of damage. The spiral wrap hyperextension and unraveling is indicative of possible procedural / anatomical / operational factors encountered by the customer during procedure which may have led to the failure observed on the device. These factors include and are not limited to difficult anatomical location, bone/tissue structure. These factors can cause the customer to exert pressure, manipulate and/or maneuver the device in a manner that may lead to device breakage. The blade teeth on the inner tube were observed under magnification and no obvious damage was noticed. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.